Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned .

Event description:
It was reported that the customer received an occlusion alarm when attempting to deliver a bolus. The customer was unable to load a new cartridge, as the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available for diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm 19's have been verified; however, there was no failure identified for the alleged alarm occlusions.